Event description:
End users spouse reported that the caster wheel fell off on his wife's 65100 rollator when she sat down, causing her to fall backwards, hitting her head on a wall and hurting her back. User went to the ER and received treatment for a concussion and back pain.